Event description:
A px400j was removed from the packaging by the physician. The tech removed the mandrel from the tip, flushed the catheter and handed it to the physician who then noticed that the catheter tip was not a "j" shape. The mandrel was discarded, however the tech said that he looked closely at it before throwing it away and it was a j-shaped mandrel. Another px400j was opened and used in the case with no issues.

Manufacturer narrative:
Device investigation: results: the tip of the catheter shows approximately a 45 degree angle to the distal tip. A 0.025" mandrel was introduced into the hub and advanced distally. The progress of the mandrel toward the tip is smooth and unimpeded and the mandrel tip exits the catheter without friction. The catheter is fully functional. Conclusion: the catheter tip shape does not agree with the label, as noted in the complaint. The cause of the difference in the tip shape could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.